Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge¿ balloon catheter was selected however the shaft snapped during use.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge¿ balloon catheter was selected; however, the shaft snapped during use.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen. The hypotube shaft was completely separated 75.5cm from the hub. The fractured faces were oval as if kinked prior to separation. There were numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).